Manufacturer narrative:
Insulin pump had no burnt marks or indication on case noted. No belt clip was received. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. Customer's blood glucose was 114 mg/dl. Customer stated clip broke and there was physical damage by the battery. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.